Manufacturer narrative:
It was reported that the insert couldn't be implanted. Event occurred during surgery. A sn backup device was available. No injury or harm was caused to the patient due to this failure. The affected genesis ii ps insert, used in treatment, was returned and evaluated. A visual inspection of the returned device shows damage on the lock detail probably from the attempted insertion. Dimensional analysis could not be performed as the damage/deformation on the part would not allow for accurate measurement. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to limited to surgical technique or user/procedural variance. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the insert couldn't be implanted. Event occurred during surgery. A sn backup device was available. No injury or harm was caused to the patient due to this failure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.